Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2pddf # implanted: (B)(6) 2023 ,product type lead product ID tm90q0 . Product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2pddf, ubd: 17-apr-2024, UDI#: (B)(4), b2: urinary retention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 rtg0439863 rtg snow rtg0439922 (con): information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller can't get patient's "responder" to work. Caller said patient fell on the 5th and was now in the hospital and had fractured their femur, had surgery with a rod and three pins put in. Caller said patient is now retaining urine. Caller said within the "last 24 hours" they have "pulled" 1100 units of urine. Caller said the patient began complaining of pain on sunday and they noticed patient was retaining urine. Patient mentioned that at 5:00am today patient had 800 (agent unsure of units) of urine taken out and then "just now" took out 1100. Caller said they "just put" a catheter in patient and that they found patient had a uti on monday. Caller mentioned patient did not have an IV in. Caller said patient's stomach is suspended. Caller mentioned patient "hasn't been able to empt y." Caller is wondering if the fall and surgery have done something to patients ins. Caller mentioned they have not had issues connecting to patients ins before. Had caller try repositioning communicator, confirmed communicator was not plugged in. Caller reported they were getting device not responding message. Caller said they had tried making sure equipment was charged, repositioning communicator, and were still not able to connect with ins. Caller concerned that patient is still retaining fluid. They want someone to co me to the hospital and check the device, provided nas phone number. Sibling said a x-ray was taken and the "wires are not in the rightspot," also stated the patient is in a lot of pain. Caller mentioned the patient was hit by a car in the past and the device didn't break. Caller said the device was removed for 4 weeks then put back in. Agent did not ask about the circumstances that led to the reported issue. Notifying field staff of situation or request. Documented reported event. No further action was taken by patient services.